Event description:
Follow-up from the healthcare provider (hcp) reported that there was 50% or greater symptom reduction. The cause of the event was determined to be device related. Reprogramming was needed as the implantable neurostimulator (ins) on one side was not turned back on after the lithotripsy. Reprogramming had a good effect and the patient recovered without permanent impairment.

Event description:
It was reported that the patient had lithotripsy done 4 days prior to report since the procedure she had been falling. They were going to interrogate the implantable neurostimulator (ins) and inform the manufacturer if anything out of the ordinary showed up. It was reviewed that lithotripsy was not considered a contraindication but there were risks associated with it.

Manufacturer narrative:
Concomitant products: product ID 37603, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3389s-40, lot # v838904, implanted: (B)(6) 2012, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3389s-40, lot # v878959, implanted: (B)(6) 2012, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).